Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer may have incorrectly entered settings into their replacement pump. No further information was obtained as customer declined further troubleshooting, stating that they would instead contact their healthcare provider. There was no reported impact to blood glucose.